Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-12786; related manufacturer reference number: 1627487-2019-12787. It was reported the patient experienced ineffective stimulation. As a result surgical intervention was undertaken during which the entire system was explanted. Surgical intervention addressed the issue.

Manufacturer narrative:
The reported event for ipg was not providing effective therapy while charging was not confirmed. The returned ipg passed all functional testing at lab bench and onto the autotester (except ucod & batch impedance test due to bal-seal spring damage). No root cause was identified for the reported.